Manufacturer narrative:
(B)(4). D6a: implant date: (B)(6) 2021. D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. G2: foreign country: ireland. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial knee procedure. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2 upon receiving additional information and reassessment of the reported event, it was determined to be not reportable as the patient was revised due to tibial loosening. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; d10; g1; g3; g4; g6; h1; h2; h4. D10: 00596401751 - femoral component option size g left compatible with lps-flex prolong - 62729997 00598604702 - stemmed nonaugmentable tibial component option cr/ps/lps size 6 for cemented use only - 62832949. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.